Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. However, based upon the information from sorc there was the possibility that the reported phenomenon was attributed to the failure of the ccd or the electrical circuit board of the video connector or the malfunction of the system. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device had a pattern at the unspecified timing. At the incoming the inspection for the repair, olympus service operation repair center (sorc) checked the subject device and duplicated the reported phenomenon. Its image was not cleary. There was no patient injury associated with this report.